Manufacturer narrative:
This lead was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements due to micro-dislodgement. An invasive procedure was performed. This lead was explanted and an active fixation lead was successfully implanted. No additional adverse patient effects were reported.